Manufacturer narrative:
Product analysis findings: the apollo micro catheter was returned for analysis within a shipping box; within an opened apollo outer carton (B)(6) and within a dispenser coil. Onyx reside was found within the apollo hub. No damage was found with the apollo hub. No bends or kinks were found with the apollo micro catheter body. The 3.0cm detachable tip was found to be detached from the apollo. The ldpe coupling tube overlap length was measured to be 1.5mm which is within specification (specification: 1.0mm - 2.5mm). Based on the device analysis and reported information, the customer¿s report of ¿tip premature detachment¿ was confirmed. Tip premature detachment can occur if the micro catheter is repositioned after the start of onyx injection or detach joint ldpe overlap length too short. However, the detach joint ldpe overlap length was measured to be within specifications. In addition, per the DHR review, the tip detachment tensile value was found to be within control limits of historical spc data and specifications. Tip premature detachment can also occur due to repositioning of the micro catheter while it is in a wedged position or with vessels that are in vasospasm. However, the cause for the tip detachment could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the apollo catheter was flushed per the instructions for use (IFU), and delivered to the target site. Saline was flushed and then dmso, and the onyx was injected continuously at control rate with a 1 min waiting time. Initially, the onyx came out of the distal tip, and later the onyx came out of the detachment tip point: it looked like the tip prematurely detached. There was about 0.015 ml reflux. There had been no friction or difficulty during injection, no force had been applied during removal, the catheter tip was not entrapped or stuck, there was no vasospasm, and there was no medical or surgical intervention required. The catheter was removed and replaced with another catheter to complete the procedure. There was no injury to the patient as a result of the event. The patient was undergoing surgery for treatment of a dural arteriovenous fistula (avf) with moderate vessel tortuosity. Ancillary devices include an envoy guide catheter, chikai 008 guidewire, onyx liquid embolic.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the apollo tip detached completely. The apollo tip was removed with the onyx reflux; when the reflux occurred, the catheter was removed immediately. No onyx was implanted at any unintended location. There was no kink or other damage observed to the rest of the apollo catheter.